Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown on its own. They also reported that they believe that the unit might have overheated as the fan looks very dusty. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) shutdown on its own. They also reported that they believe that the unit might have overheated as the fan looks very dusty. No harm or injury was reported.